Event description:
It was reported that during a partial gastrectomy procedure, when torquing the device the trocar lost insufflation. Procedure completed with same/like device. There was no adverse consequence to the patient. Sleeve and obturator will be returned.

Manufacturer narrative:
(B)(4). Were any noises such as whistling or hissing heard? Yes. Describe the noise: air leaking. If yes, did the noise prevent insufflation? Unk. Was there a drop in pressure? Yes. Did this affect the surgeon's visibility? Yes. What was the gas consumption rate or volume (litre/minute)? I think they mentioned 11. Was the user able to identify where the leak was coming from? Unk. If yes, where? Na. Was a device inserted into the trocar during leaking? Yes. If so, what was the device? Endoscopic stapler. Was any torque being applied to the trocar or device? Yes. If so, whom? Dr. Was torquing to reach the site.

Manufacturer narrative:
The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.